Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 514 mg/dl. The customer had symptoms such as and treated with bolus through the insulin pump. Customer's blood glucose value was 482 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to check for leaks or air bubbles. There were no site or insulin issues. The customer declined to check device settings were correct. The insulin pump passed the high pressure test. The insulin pump was found to be working as designed. The product will not be returned for analysis.